Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: five samples and photos received for investigation, upon visual inspection of the samples it can be observed plungers are broken at the thumb press. No other damage is detected along the syringe. A device history review was performed for lot 2106017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Damaged plungers can result during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Possible root cause of the non-conformance is related with a hit during transport or manufacturing. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes had broken plunger rods. The following information was provided by the initial reporter, translated from french to english: "piston broken, usable but not pleasant."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes had broken plunger rods. The following information was provided by the initial reporter, translated from (B )(6) to english: "piston broken, usable but not pleasant".